Manufacturer narrative:
In some countries outside the us, customer information is not provided due to privacy laws. The model number was not provided.

Event description:
A finnish customer alleged the contour next usb was not storing the blood results. No adverse event was alleged. It was advised that the meter be returned for evaluation.

Manufacturer narrative:
The returned meter was downloaded. The data had a gap with no readings, which suggested the year may have been changed from 2014-2015. This may have appeared as though there was missing data.